Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device is not available for return to the manufacturer for analysis; therefore, a product analysis could not be conducted, and the reported issue cannot be confirmed.

Event description:
It was reported that the coil detached in the microcatheter. The physician removed the coil in its entirety and continued to fill the treatment site with other coils. There was no reported patient injury. The patient was reported to be fine.